Event description:
It was reported that the patient was no longer feeling any stimulation and becomes uncomfortable when turned up. No device malfunction was suspected. The ipg was replaced and the patient was doing well postoperatively. The explanted ipg was not returned to bsn.